Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Service history review: 000150: no service history review can be performed because the lot number cannot be traced. The manufacture date is unknown. The service history evaluation is unconfirmed. A service and repair evaluation was completed: the customer reported the device was sluggish and very old. The repair technician reported total rebuild needed as the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit. The evaluation was confirmed. A product investigation was completed: an investigation at the complaint handling unit indicated that the device was manufactured to an old design that has since been updated, and have not been serviced since changes were implemented on 11november2013. This complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The service and repair department documented seven (7) hand piece for battery powered drivers. One is inoperable; three of them are running intermittently; one always runs when connected to a battery and for the last one, the surgeon felt it isn't running correctly. It is sluggish. There is no negative impact to patient. There was a minute delay to grab another instrument. The issue occurred during a craniotomy. The surgery was successful. There was no patient harm. This report is 5 of 5 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not provided by reporter. Date unknown when device stopped working properly. Additional product code for this report includes: gxl. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the service history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.